Event description:
It was reported that the unit was sent for repair because the bracket buckled. The needle is not in horizontal line when put in the bracket. It was not noted if the issue occurred during a procedure. No pt consequence was reported.

Manufacturer narrative:
Date sent: 12/30/2008. Evaluation summary: based upon the inquiry info received, visual and functional examination , the customer's complaint has been confirmed. To correct the issue the analysis site replaced the rotational cable. Parts replaced that were not related to the customer complaint were as follows: fastening material and shroud. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.